Event description:
Caller reported a cartridge alarm had occurred and there was no adverse impact to the customer's blood glucose level. The caller was able to remove and reinsert the cartridge, successfully reloading it, and resumed insulin therapy. The issue was resolved, and there was no need for additional corrective actions.